Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of error message (sf74), however, performance testing could not reproduce the reported event. The device software was upgraded to address this issue. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a safety reset complete alarm and stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4). Device received, pending evaluation

Event description:
It was reported to resmed that an astral device displayed a safety reset complete alarm and stopped ventilation. There was no patient harm or serious injury reported as a result of this incident.